Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient¿s husband contacted support after noticing rising blood glucose levels overnight following a supply change and observing an insulin occlusion alert. Upon removing the infusion site, it was discovered that the needle guard had not been removed prior to insertion. The supplies were changed; however, blood glucose levels remained elevated. It was identified that the occlusion alert had not yet been acknowledged, and assistance was provided to clear the alert so insulin delivery could resume. The patient was using a cd 23-inch 6 mm infusion set. The patient¿s husband later reported that blood glucose levels continued to remain high. It was clarified that only the cannula had been changed initially and that insulin delivery had not occurred for several hours. The tubing was disconnected from the cannula, and the fill tubing process was completed. During troubleshooting, it was determined that the cannula had not been filled when it was replaced. The patient was guided through the cannula fill process and advised that follow-up would occur. Subsequently, blood glucose readings continued to display as high on the device, and a fingerstick measurement confirmed a value of 405 mg/dl. The patient was advised to allow additional time for insulin delivery to take effect and to monitor glucose levels, with guidance to consider a full supply change if levels did not decrease. As glucose levels remained elevated, the patient¿s husband proceeded with a complete supply change. It was explained that glucose levels would not decrease immediately and that additional time and follow-up fingerstick checks were necessary to assess trends. During later follow-up, it was confirmed that the issue had been resolved and that the device was able to stabilize the patient¿s blood glucose levels. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.